Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and performed precision testing and quality controls, which were acceptable. The cse also changed the reagent kits. The sample was repeated and resulted as expected. The cse determined that the discordant result was an isolated, non-reproducible issue. The cause of the discordant, falsely elevated result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated vitamin d result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it because a deficient result was expected. The sample was repeated twice on the same instrument, resulting lower both times. The corrected results were not issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vitamin d result.